Event description:
Device malfunction: premature, partial deployment. Time of device malfunction: during device unpackaging. Symptoms/ae: na. It was reported that during device unpackaging, it was noticed that the xpert stent was prematurely, partially deployed. There was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.